Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned (B)(6) 2018 for evaluation. Performed visual inspection and passed. Performed voltage test and passed. Performing pairing test with nordic bluetooth device and failed. Transmitter functional test was not performed. Performed share log review and loss of connection was found within the investigation window. The reported event of a loss of connection was confirmed. The root cause is a defective transmitter

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.